Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-08129. It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited no pacing and the right ventricular lead impedance would steadily increase. Further information was requested however, was not provided.